Manufacturer narrative:
Attachment article titled "impact of diabetes on 10-year outcomes following st-segment¿ elevation myocardial infarction: insights from the examination-extend trial" manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date. D4: the UDI is not known as the part and lot number were not provided. D6: estimated implant date. The additional patient effect of death reported in b5 is captured under a separate medwatch report.

Event description:
It was reported through a research article identifying xience v and multi-link stents that may be related to the following: all-cause death, myocardial infarction, any revascularization with prolong hospitalization and stent thrombosis. Details are listed in the attached article, titled, "impact of diabetes on 10-year outcomes following st-segment¿ elevation myocardial infarction: insights from the examination-extend trial."

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effects of myocardial infarction and thrombosis are listed in the xience v everolimus eluting coronary stent system (eecss), instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and their relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.